Event description:
It was reported the patient underwent a hip procedure and was implanted with zimmer biomet products. Subsequently, the patient was revised three (3) years post implantation due to dislocation. The head was explanted.

Manufacturer narrative:
(B)(4). D10: (B)(6), constrained head 12/14 taper 36 mm diameter -3 mm neck length for use with freedom constrained liners 3050827. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; d4; g3; h2; h3; h6. Product was not returned for evaluation; however, a picture was provided and reviewed. Visual examination of the provided picture identified that the explanted cup had bio-debris present. This could not be used to confirm the complaint. As the device was not returned, further analysis could not be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there was a left hip arthroplasty with a superolateral dislocation. A definitive root cause cannot be determined. This complaint can be confirmed via the x-ray evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.